Event description:
It was reported the right ventricular (rv) lead had high impedance. The rv lead was partially explanted, capped and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking and it had a cosmetic depression.